Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of no alarm function, which was experienced as no audio during evaluation. The speaker was found to be failing, causing the symptom. The rear case was replaced to correct the condition. (B)(4).

Event description:
It was reported that a spectrum pump had no alarm function. It was also reported there was no patient involvement.